Manufacturer narrative:
Further review prompted a change in the device analysis results. (B)(4).

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed that the liquid crystal display (lcd) was broken, as were the upper and lower cases, two side bail covers and the battery drawer. Analysis also found the battery release contaminated, one board connector cable out of specification and the battery contacts compressed. (B)(4).

Event description:
The external pulse generator was dropped (no complaint) but subsequently tested out of specification during manufacturer's analysis(battery release contaminated). There was no indication of any patient involvement.